Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycles"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycles"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation performed on the same day". The patient's previously administered products included for rash: penicillin. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycles"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal blockage was noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Event added: essure and endometrial ablation performed on the same day. Reporters , lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.